Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noisy signals due to lead positioning. The source of the noisy signals are diaphragm contractions. The device was reprogrammed to mitigate oversensing. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).